Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the tip of the implantable pacing lead (ipl) extension/retraction was tested before inserting the ipl into the patient's body; however, the tip could not be extended even after 14 turns were made. Despite the attempts to provide stimulation such as reinserting the stylet and snapping the lead with a finger, the tip did not protrude. The tip was turned 14 times counterclockwise, followed by 19 times clockwise; yet, the tip showed no response. Suspecting that the pinch-on tool had not pinched the lead sufficiently, the physician pinched it again. Nonetheless, the tip could not be extended. The ipl was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.